Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
At a clinic visit on (B)(6) 2025, the clinician determined that the rns neurostimulator incision site was infected, due to redness and drainage. The patient was placed on oral antibiotics, and on (B)(6) 2025, the redness was observed to be worse. On (B)(6) 2025, the incision was drained following culture swabs being obtained. T he hair was clipped for this procedure and the clinician used stimulant beads for the incision site. On (B)(6) 2025, the neurostimulator was replaced and the wound cleaned. The patient continues taking oral antibiotics.